Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing the device did not recognize the cassette preventing the device from spinning. Most likely caused by normal wear and tear. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A cause to the loud moto can be attributed to wear and tear from extended usage in the field, since the device was manufactured in 2014. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed no damage to the housing of the pump. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The original warranty seal was not present as it was replaced by a seal from arthrex tech support. The cause remains normal wear and tear.

Event description:
It was reported and the device did not spin and the suction did not work. There was no harm for patient, operator or third party reported. No further information received. *** 24-apr-2023 update dw further information were provided that the event occurred at the beginning of the surgery. It was further reported that the arthrex sales representative was able to reproduce the failure after the surgery. *** (B)(6) 2023 update dw further information were reported that event occurred during a shoulder arthroscopy. It was at the beginning when the device was used on patient. Suction side of the dual pump did not work as it should. After the surgeon inserted tube set to pump little black clamp ¿danced¿ from left to right for few times then stopped on the left side. After doctor started shavering clamp goes to right side, but the pump wasn´t spinning. Surgery was finished successfully. They just disconnected tube from shaver and used it without pump. It was also reported that an arthrex tubing set was used.